Event description:
While doing repair of hip fracture, the physician was inserting fracture stem prosthesis with appropiate inserter. Screw tip broke while in use. Screw tip remains in prosthesis per dr remainder of instrument removed from field.